Event description:
Reportedly, during the treatment to a cto lesion at sfa, when physician attempted to cross the lesion, the guidewire distal end was caught by the lesion and distal end was broken off. Separated portion was kept remained in the anatomy by the physician's discretion. Patient is going well and has been discharged.

Manufacturer narrative:
Coil wire was broken at approximately 13mm and core wire was broken at approximately 6m from tip end respectively. Observation by scanning electron microscope revealed the trace of torsion and separation by pull-apart force at the breakage site. Lot history review revealed the guidewire was inspected meeting the shipping criteria during the production process. No other incident report has been received for this lot. With the investigation outcomes, it is inferred that the guidewire was pulled back with excessive force against its distal end being trapped by the lesion, resulting breakage of the core wire and stretch and breakage of coil wire along with removal. Warning section of IFU describes: "before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; otherwise, the guidewire may be damaged." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, ...result in fragments being left inside the vessel."